Event description:
During a remote follow-up, episodes of noise resulting in oversensing, undersensing, and a decrease in the pacing impedance was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to be extended. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were sensing noise, low pacing impedance, undersensing, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection revealed the helix to be retracted and clogged with blood. X-ray inspection revealed an over-torqued inner coil inside the connector region, which is consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood and an over-torqued inner coil. The reported events of sensing noise, low pacing impedance, and undersensing were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.